Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the renal artery with mild calcification and mild tortuosity. The 5.5x12 mm herculink elite stent delivery system (sds) had difficulty being advanced through the introducer sheath after being flushed. It was then noted that the stent had moved on the delivery system so the device was replaced with a new herculink elite sds to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was not confirmed. The reported difficulty to advance could not be confirmed due to the condition the device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.